Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The blood glucose reading at the time of the event was 25 mmol/l. On the night before she had been hospitalized, the blood glucose levels had elevated without special reason to 18 mmol/l. The customer stated that the insulin pump worked well the days before the event. She complained of sickness, dizziness and breathlessness when the blood glucose ran high. In the hospital, the customer was taken off insulin pump therapy and put on a perfusior. When she was transferred in the hospital, she was again connected to the insulin pump. The doctor insisted on replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had cracked reservoir tube lip, cracked display window, minor scratches on the display window and cracked case near display window corners noted during visual inspection. The device passed functional test including prime, displacement, basic occlusion, occlusion and excessive no delivery alarm tests.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.